Event description:
Concern that primary tubing had developed a hole, causing chemotherapy medication to leak on the floor. Patient was administered IV methotrexate at 1202. At 1225, the nurse noticed some yellow drops on the floor under the infusion pump and paused the infusion immediately. The nurse tracked the drops and noticed the dripping came from the primary line due to a very small puncture at the very upper of the pump segment part of the tube. Upon investigation, the tubing was handled and loaded in the pump appropriately. The primary tube was changed, and the infusion was continued. Used for chemo administration.